Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 16 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14jul2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded 81% stenosed, 2.70mm x 14mm, eccentric, de novo target lesion containing a greater than 45 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. A 16 x 2.75 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a stent damage.